Event description:
From literature: langrehr, jan m.; schmidt, sven christian. Spray application of fibrin glue as risk factor for subcutaneous emphysema in laparoscopic transabdominal inguinal hernia repair. Surgical laparoscopy endoscopy & percutaneous techniques. 17(3): 221-222, june 2007. A (B)(6) patient who underwent laparoscopic transabdominal repair of a left-sided combined indirect/direct groin hernia. After uneventful intubation, co2 insufflation of the abdomen was performed with a pressure of 14mm hg. Three trocars were placed. After dissection of the hernia sac and creation of a large preperitoneal space, the hernia defect was covered with a 10 15 cm vypro ii mesh (ethicon (B)(4)). For mesh fixation, 2ml of fibrin glue was sprayed over the mesh. During this procedure, an intra-abdominal peak pressure of 30mm hg was noticed. After immediate desufflation of the abdomen, we continued to spray the fibrin but opened a trocar for pressure balance. There was no rise of the end tidal co2 during the entire operation (range, 4.4 vol%-4.8 vol%). The oxygen saturation was 100%. At the first postoperative day, a subcutaneous emphysema of the abdominal wall was noticed as crepitus at the physical examination. The patient did not complain about chest pain or dyspnea. After an otherwise uneventful recovery, the patient was discharged at postoperative day 3 and at a follow-up appointment 8 days later, the abdominal wall crepitus was nearly complete resolved. Follow-up with dr. (B)(6), on (B)(6) 2010 identified the device used as tissomat.

Manufacturer narrative:
(B)(4). The case is being conservatively categorized as a malfunction to facilitate reporting of a non-serious injury attributed to user error where, if the user error were to reoccur, may cause or contribute to an event. Baxter medical assessment: the laparoscopic use of the tissomat pressure regulator with any spray applicator set is not intended. The tissomat pressure regulator is intended for use only in open surgery. The use of the spray application of tisseel/tissucol in laparoscopic surgery is possible only since 2008 when the duplospray mis regulator and duplospray mis spray set have been introduced to market. The duplospray system is a co2-driven spray system that has a safety valve to prevent sudden increase in intraabdominal pressure, with harms as those reported in the present publication. The letter to the editor describes a user error, especially also because the tissomat pressure regulator is typically designed to be used with the duploject spray set, which is definitely not a laparoscopic device, but designed for open surgical procedures. The described adverse event is a user error based on the use off-label use of the tissomat pressure regulator in a laparoscopic hernia procedure. In this case the event can be categorized as "non-serious" (no respiratory insufficiency, no change of blood oxygen saturation, no specific treatment required) but if it were to reoccur it may induce life-threatening complications. The author has been contacted. Since 2008, he utilizes the duplospray mis system in his laparoscopic procedures. A retraining is not required. (B)(4). This will be kept on file for trending purposes.